Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon prematurely deflated and fell out of the patient. The nursing staff noticed that the foley was lying on the patient bed, when they checked on the patient. The patient was able to void prior to the catheter falling out. No medical intervention was reported.

Event description:
It was reported that the balloon prematurely deflated and fell out of the patient. The nursing staff noticed that the foley was lying on the patient bed, when they checked on the patient. The patient was able to void prior to the catheter falling out. No medical intervention was reported.

Manufacturer narrative:
The investigation was unconfirmed. A foley catheter with subassembly 0165gl16 listed on the cap was received without its original packaging. No visual defects were observed. The catheter was inflated and deflated with a 10 ml syringe with no issue. An asymmetric balloon was noted at about 60/40 which was within specification. The test was repeated on 28 june 2019 with the same results. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."